Event description:
Vasoview vein harvesting device was noted to expel excessive smoke and the cautery tool eventually stopped cauterizing effectively. The cautery tip was changed out and it worked to finish the procedure there was no harm to the patient. This was the 2nd incident of this type in a week at our facility.